Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they believe their implanted battery is moving and flipped. Patient stated one minute it feels like there is no battery inside, and the other it is bulging through their skin. Patient stated the issue began about a month ago. Patient mentioned they did tell their doctors nurse, and they have an upcoming appointment on either (B)(6) to have the implant evaluated. Patient mentioned due to the implant moving it sometimes itched at the site. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.